Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer stated that he bolused and forgot to eat. Customer's blood glucose levels at the time of hospitalization was 30 mg/dl. Customer stated that he was hospitalized for seven days. Product is not being returned or replaced.